Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient had a removal of the right only implant and the nipple on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was erroneously omitted to report that on (B)(6) 2020,it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/11/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7319151, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection concomitant products: a gel mentor memorygel breast implant 325cc , catalog number 3503254bc, serial number (B)(4), lot number 7420211. Report source: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 325cc and experienced ¿ patient stated that she began experiencing chills and a fever. Patient was placed on antibiotics due to having an infection. The infection caused the right nipple to turn black, blood pressure had dropped so low that she was hospitalized. Biopsy results came back that the patient had ecoli. ¿as a result, the patient had undergone removal on (B)(6) 2019.